Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose levels. Customer's blood glucose level was 212 mg/dl and later rose to&nbsp; 485 mg/dl. Customer treated their high blood glucose via insulin pen. The customer's current blood glucose was 81&nbsp;mg/dl.&nbsp;troubleshooting for the high blood glucose was performed. Customer advised they contacted their healthcare provider in regards to their high blood glucose levels. The insulin pump will not be returned for analysis.